Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. A nurse and a nurse practitioner provided assistance and the customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.